Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical study site that the patient went to the emergency department (ed) just after midnight on (B)(6) due to feeling weak, an episode of emesis and some disorientation, beginning late (B)(6) 2017). On admission to the ed, temperature was elevated at 99.7, and blood pressure was very low at 72/54, mean arterial pressure (map) of 60. White blood count (wbcs) were 2.8, slightly elevated from the 2.6 they were pre-discharge. Subject was given a small fluid bolus of 250 ml normal saline and was given piperacillin/tazobactam, 3.375 g intravenous (IV) every (q) 12 hours (hrs) for 2 doses and vancomycin 1500 mg IV x 1 dose, in case symptoms were indications of sepsis. Blood cultures collected at ed admission grew out enterococcus faecium by (B)(6), so patient was to continue the oral keflex. Zosyn and vancomycin were stopped, but one dose of gentamicin, 200 mg and then daptomycin 400 mg IV daily (B)(6) was given. The patients tunneled dialysis catheter was removed on that day, but cultures were not collected from the cathet ER tip (site looked normal). Blood cultures ultimately showed vancomycin resistance (vre). Keflex was stopped after the morning dose on (B)(6) cultures remained positive from collections on (B)(6). On the (B)(6), one culture was positive, the second collection that day was negative, and they remained negative on (B)(6). Meanwhile, while trying to clear the cultures, daptomycin was changed to 675 mg q 48 hours on (B)(6), then to 825 mg q 48 hours for lifetime beginning (B)(6). On (B)(6), tobramycin 100 mg IV was given, with 60 mg q 24 hours given on (B)(6), followed by pulse-dosing from (B)(6). Patient received one dose of IV ceftriaxone, 2 grams, on (B)(6), but was started on zyvox on (B)(6), 600 mg twice a day (bid) and ceftriaxone cancelled later that same day. Subject went to sub-acute rehab on (B)(6) to continue antibiotics and gain strength. Patients temp on that day was 98.2, and wbcs (B)(6) were 2.8. They were not collected on (B)(6). Once at rehab, zyvox was ch anged back to ceftriaxone, 2 g daily for life. Patient was discharged home from rehab on (B)(6) 2017. He was to receive IV daptomycin, 825 mg every other day and ceftriaxone, 2 g daily, for the remainder of his lifetime. Prior to discharge to rehab, subject was told he may never have clear blood cultures, and he would never clear the infection. With such prolonged positive cultures, his vad was undoubtedly now infected and only device removal would clear his infection. He was too ill for device removal/exchange. Subject had no additional flare ups of this infection. Of note, subject had the following negative cultures during this time: rapid flu a/b and urine culture ((B)(6)), driveline culture ((B)(6)), body fluid culture and stain, gram stain, anaerobic culture and fungal culture of fluid removed from r elbow (due to bursitis, (B)(6)), sputum culture, vre stool, MDR acinetobacter rectal swab ((B)(6)). Also, negative chest x-ray, abdominal ultrasound, CT spine. His max temperature for event was 99.7 f ((B)(6)) and his max wbcs was 6.7 on (B)(6). Actual source of infection not determined. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient remained in observation all of (B)(6) 2017 and was not admitted until (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had positive blood cultures that were stated to have been from the driveline exit site. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.